Event description:
The customer reported a kv on in error message following by the system shutting down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.